Event description:
The customer contacted baxter's service center reporting an alarm during prime on the homechoice (hc) and the registered nurse (rn) was in training and stated they reused the same setup over and over. The rn was trying to reload the set but couldn't get the door to close. The rn cycled the power and reloaded the cassette at "load the set". The rn thinks the cause for the alarm was because they reused the same setup. The rn would try new setup. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." If additional relevant information is received, a follow-up will be submitted.